Event description:
It was reported that (3) devices were used during an unknown procedure. It was reported by the affiliate that the er320 jaws all broke in the procedure. No other info available about this case.